Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia (cli). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications nor injuries reported. The patient condition was good.